Event description:
It was reported that a clinical trial remarkable patient, sponsored by bwi, underwent a procedure with a thermocool® sf nav bi-directional catheter and experienced swelling in the extremities within 7 days post-procedure which required medication. The patient¿s medical history is unknown. The patient¿s outcome was reported as resolved without sequelae at the time the event was reported. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17078732l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).